Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.0/2.5/093 (sphere/cylinder/axis) diopter, into the patients right eye (od) on (B)(6) 2024. The lens was exchanged with a longer length lens on (B)(6) 2024 due to low vault with rotation. This resolved the problem. The cause of event is unknown.

Manufacturer narrative:
Claim # (B)(4).